Manufacturer narrative:
This report is filed june 2, 2016.

Manufacturer narrative:
.

Event description:
Per the clinic, the device was explanted (B)(6) 2016, due to a cholesteatoma. There are no plans to re-implant the patient.